Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 54-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. During support, red-colored urine was observed, and hemolysis was suspected per clinical staff. The initial echocardiogram demonstrated that the device was positioned deep within the left ventricle. A repeat echocardiogram was ordered with results not noted. It was noted that due to the impella position being deep the provide repositioned the impella retracting the pump from approximately 4.4 centimeters to 3.8 to optimize the positioning within the left ventricle. It was also noted that the lactate dehydrogenase was also elevating in addition to the urine being red. Hemolysis is a known risk associated with impella support and may be influenced by device deep position as well as the patient¿s underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage e.

Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.